Manufacturer narrative:
Only the electrode portion of the lead was received. No further analysis could be completed due to the condition of the returned partial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged. The lead was removed and replaced.